Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with visible moisture in the display lens and evidence of corrosion in the battery compartment. The pump powered on appropriately to the verification screen with functional auditory and vibratory alarms. There was no damage found to the battery cap or compartment. The battery cap tightened appropriately with no visible yellow o-ring. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no power issues. There were no battery cap connection defects found during investigation. A leak test was performed and a display lens leak was observed.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that he went swimming with his pump and one and a half hours later he got a replace battery alarm. He stated he removed the battery and noted it was wet and that the pump did not power on. He confirmed there were no audible tones vibrations or screens. The patient confirmed there were no structural issues with the pump or the battery cap. This report is made based on the allegation of the power issue.